Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd slip tip syringes with the bd precisionglide¿ needle had scale marking variations on their barrels. The following information was provided by the initial reporter: "numerical marking variation (in the barrel) in 1ml ls syringe."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that there were scale line printing issues. Bd determined that the cause of the failure was associated to our manufacturing process. A loos component in a manufacturing machine caused the barrel flange to be out of position of a guide, resulting in the improper scale markings. Actions have been taken to address this issue in the manufacturing process to prevent further occurrence of this failure mode. DHR for syringe was performed for the batch 1356122 (catalog 303060). No quality notification was raised on past 12 months on the reported batch.

Event description:
It was reported that 14 bd slip tip syringes with the bd precisionglide¿ needle had scale marking variations on their barrels. The following information was provided by the initial reporter: "numerical marking variation (in the barrel) in 1ml ls syringe."